Event description:
One of the two temporary fixation pins used for the tracking reference on the femur broke at its tip when it was being removed during a knee replacement surgery. The broken tip was embedded in the bone and the surgeon elected to not remove it. The surgery was completed without any further effects.